Event description:
Same case as MFR ID # 2134265-2012-04619. It was reported that during an angioplasty treatment procedure, tip detachment occurred. Vascular access was gained via the foot, as access to the lower limb via the popliteal artery was unsuccessful. The target lesion was located in the anterior tibial artery. The v-14 control wire was advanced up the subintimal space but the tip bent and broke off in one piece around the mid calf area. A second v-14 control wire was used, but when attempting to remove the guidewire the tip broke off in two pieces. A non-bsc stent and another v-18 control wire were used to complete the procedure. The detached tip sections were attempted to be snared, but was unsuccessful. Two non-bsc stents were used to jail the detached tip sections inside the patient. No additional patient complications were reported and the patient status is stable.

Event description:
Same case as MFR ID # 2134265-2012-04619. It was reported that during an angioplasty treatment procedure, tip detachment occurred. Vascular access was gained via the foot, as access to the lower limb via the popliteal artery was unsuccessful. The target lesion was located in the anterior tibial artery. The v-14 control wire was advanced up the subintimal space but the tip bent and broke off in one piece around the mid calf area. A second v-14 control wire was used but when attempting to remove the guidewire the tip broke off in two pieces. A non-bsc stent and another v-18 control wire were used to complete the procedure. The detached tip sections were attempted to be snared, but was unsuccessful. Two non-bsc stents were used to jail the detached tip sections inside the patient. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by manufacturer - visual inspection revealed that the polymer sleeve section is peeled at 299cm approx. From proximal end. (Approx 1cm damaged). Also, it is severally kinked on the distal end. Device appears to have been pulled/pushed against resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).